Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Neurology called and reported that they had a vns patient that had developed an infection at the generator site shortly after implant. The patient was seen by a vns surgeon and antibiotics were prescribed. The patient came back to clinic to be evaluated after the antibiotic treatment and their generator incision site had opened up due to the infection, and they took the patient immediately to surgery. The generator was explanted but their leads were left in place. The patient remains on antibiotics and they are planning to replace the device once the patient's infection clears.